Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with dry eye syndrome in both eyes. Patient was on xiidra for dry eye syndrome post-op but discontinued due to cost. Surgeon inserted collagen punctal plugs in both eyes. Increased omega 3's to 2000 mg a day. Scheduled follow up for 4-6 weeks. Patient had complaints of dry eyes but felt xiidra helped but eyes were still dry. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient reported symptoms are not interfering with daily activities. It was noted as of (B)(6) 2017 these symptoms are still being managed. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -.50 x 160, left eye pre-op 20/20 -.75 x -.75 x 34. Bcva from (B)(6) 2017: right eye post-op 20/20 .25 x -.50 x 160, left eye post-op 20/20 .00 x -.50 x 165.